Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing and noisy signals. Technical services (ts) discussed the episode length due to end of episode criteria not being met with the n markers. Ts recommended to consider postural assessment to try to recreate the morphology change and extending smart charge only if it is clinically appropriate. This electrode remains in service. No adverse patient effects were reported.